Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep clarified the ins was replaced due to 3rd overdischarge.

Event description:
Information was received from a patient (pt) via healthcare provider who was implanted with an implantable neurostimulator (ins). Caller working with pt to do MRI. Pt hasn't charged their ins for an unknown length of time. Today, a rep came to check on the ins and indicated to caller that ins was overdischarged, but that is was still ok to scan the pt. Technical services (tss) reviewed needing to clear other variables surrounding implant and that they could scan the pt once they understood how the system was implanted.  On (B)(6) 2024 patient called in and stated the MRI facility was looking to get into contact with a the manufacturer. Agent provided tss number and reviewed with the pt to provide it to the MRI facility. The hcp later called in and reported pt is needing MRI of the lumbar and thoracic spine. Caller states the implant is no longer functioning and the ins battery will not recharge. Event date provided: last 2-3 years.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported, that on (B)(6) 2024, the ins was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.